Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "1y 4m po valve is blocked. Explanted." All med watch submissions related to this report are:3004721439-2018-00237 (this report); 3004721439-2018-00238.

Manufacturer narrative:
The shunt system was received submerged in an unidentified liquid in a plastic container. Scratches of the outer housing of the progav 2.0 valve were observed through the visual in specification. No significant deformation or damage were detected. The permeability test has shown that the valve is permeable. The progav 2.0 valve was tested and is adjustable to all specified pressure. The brake functionally test has shown that the brake function is fully operational and the braking force is within the given tolerance. We performed a visual inspection of the progav 2.0 valve. No deformations or damage of the valve were detected during the visual inspections. Next we tested the permeability and adjustability of the valve, as well as the brake functionally and brake force. The valve operated as expected and met all specification. Finally, we have dismantled the valve. Inside the valve we have found deposits substances likely protein. Based on our investigation, we are unable to substantiate the claim of occlusion. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past. We can excluded a defect at the time of the release. The valve met all specification of the final inspection.